Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm and a battery out of limit alarm from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.